Manufacturer narrative:
Clinical review: based on the available information, the patient¿s liberty select cycler can be disassociated from having a causal or contributory role in the adverse events experienced by the patient. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An inpatient registered nurse (irn) for this unknown patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) contacted fresenius customer support for assistance replacing a liberty select cycler. The irn reported a patient had expired while undergoing ccpd therapy and a replacement was needed. Subsequent attempts to obtain additional information (e.g., hospital records, death certificate, treatment records, patient demographics) were unsuccessful.

Event description:
An inpatient registered nurse (irn) for this unknown patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) contacted fresenius customer support for assistance replacing a liberty select cycler. The irn reported a patient had expired while undergoing ccpd therapy and a replacement was needed. Subsequent attempts to obtain additional information (e.g., hospital records, death certificate, treatment records, patient demographics) were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.